Event description:
The user facility reported that the device is skipping when taking grafts, as a result, they are not able to get smooth ever cuts. There was no patient injury reported.

Manufacturer narrative:
This device is currently out of warranty. It was last seen 52 months ago for a annual preventative maintenance. The repair department was unable to confirm the reason for return as "skipping." The device was received from customer with the 4 inch width clip warped, the e-screws grooved no calibration gage, no air hose, the front bearing worn teflon pads worn, thrust washer worn and the air male guard missing. Knob tension and calibration settings were within factory limits and the standard preventative maintenance parts (e-screws, bai-seals, e-rings) were replaced. The device was cleaned, repair and the motor shaft bearing was replaced, lubricated, reassembled, tested and recalibrated prior to returning to customer.